Event description:
Edwards received information that this device was explanted after an implant duration of fourteen (14) years, three (3) months. As reported, the reason for explant was due to calcification. No additional details provided.

Manufacturer narrative:
The device is expected to be returned to edwards for analysis and an evaluation of the product is currently pending its return. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to heavy calcification was observed in the cusp area of all three (3) leaflets and was confirmed via x-ray. One (1) leaflet had a missing area and, what appeared to be a leaflet piece, was returned with the device. Heavy calcification was observed on this piece. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, into the orifice, and at the stent inflow. Incidental findings: the commissure of all three (3) wireforms were distorted and two (2) commissural wireforms were exposed on the outflow aspect. The sewing cloth, ring and band were cut near a commissure and these sections were not returned with the device. These damages are likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: the clinical report of calcification could be confirmed via return of the explanted device. Calcification of valves occurs as a progressive, time-dependent process and many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.